Manufacturer narrative:
Customer performed manual tube testing at in their reference lab and received a subgroup b, rh positive results. They performed repeat testing on galileo, and again received a b positive result with the 1+ reaction with a1 cell. The sample was not returned for investigation testing. Customer was advised that according to the blood grouping reagent package insert "certain subgroups of a and b may produce reactions that are weaker than those obtained with a or b red blood cells of most random donors. Depending on the subgroup involved, some may appear nonreactive in direct agglutination tube, microtitration plate or slide tests".

Event description:
Customer states they tested a donor sample using the reflexabo assay on galileo and received b positive results. Customer received a 1+ reaction with the a1 cell. Customer states that the unit was labeled as b positive and sent to a hospital. When the hospital retested the unit they received a subgroup b.